Event description:
This complaint is reportable based on the analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal coronary intervention treatment procedure, the stent did not cross the lesion and the shaft kinked. Vascular access was obtained via the femoral artery. The 30 mm x 2.25 mm 90% concentric de novo 90% stenosed target lesion with a >45 and <90 degree bend was located in the mildly tortuous and moderately calcified left circumflex coronary artery. After pre-dilation with an unspecified device, the 32.0 x 2.25 mm taxus liberte was advanced and resistance was encountered. The device was unable to cross the lesion, then it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: returned product consisted of a taxus liberte stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. Visual examination showed there was contrast in the inflation lumen. The reported information, the presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There was multiple stent struts stretched and bent in rows two through four from the proximal end of the stent. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported shaft kink and crossing difficulty or the confirmed stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).